Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory channel pc board was replaced but not returned for investigation. No device logs were provided. The expiratory channel pc board handles expiratory flow measurement and control of expiratory and safety valves. Since no parts were returned for investigation, the root cause of the reported failed pre-use check has not been determined, but the expiratory channel pc board was most likely contributing to the event.